Manufacturer narrative:
E1- (B)(6). (User facility complete address captured here due to character. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit had a front panel indicator off, and alarm reported. The issue occurred during preparation for use for a therapeutic procedure(lobectomy). The intended procedure was completed using the same set of device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications and function. It was determined that the suggested event [front panel indicators off and alarm reported] occurred due to the cr board (tube pressure sensor) failure. Olympus will continue to monitor field performance for this device.